Manufacturer narrative:
The customer reported that they are seeing communication loss on the host segment for about 40 minutes. No harm or injury was reported.

Event description:
The customer reported that they are seeing communication loss on the host segment for about 40 minutes. No harm or injury was reported.